Event description:
Patient was receiving ambulatory infusion of 5-fu over 46 hours. On (B)(6) 2022 at approximately 7pm (~33 hours into the 46 hour infusion), the patient noticed that his shirt was wet in a few spots that appeared to be coming from the infusion pump or tubing. He called the doctor, who instructed him to go to the ed. The ed turned off the pump and instructed the patient to return to our clinic the following morning. When the patient arrived on (B)(6) 2022 in the am, the rn and rph inspected the pump and tubing. Upon inspection, rph and nurse noted that there was dried 5-fluorouracil chemotherapy (white powder) primarily on one side of the cadd extension set filter and around it that had leaked, but it was difficult to tell exactly where it was leaking from. We suspected it was at the point of which the filter piece is fused together, as there is a clear seam around it. This was the first instance that this has happened to us, so we refilled a new cassette with the remaining drug to be infused and attached new tubing and extension set. As we have 2 different lots in stock, we do not know which lot the leaking extension set is; additionally, I am unable to document the expiration date for both lots potentially involved in the appropriate section: lot #4135485 (expiration 4-21-2026) and lot #4152716 (expiration 6-8-2026). Manufacturer will be notified of this incident. We will document the extension set lot # used when we dispense the medication moving forward to track and see if it happens again. Of note, we have had previous problems with an old lot/batch of the cadd cassettes on multiple occasions and completed an FDA medwatch on that device, but to our knowledge it was never recalled, despite contacting the manufacturer more than once, conducting our own simulation and reproducing the problem, and sending those cassettes to smiths medical for their own qa analysis. We did not have any further problems with the use of a different lot of that cassette. Lot: 4135485. FDA safety report ID #:(B)(4).